Event description:
During an incident in 4/01 involving a female patient complaining of a racing heartbeat, this defibrillator, being used to monitor the patient, displayed a "needs service" message and powered off. The crew turned the unit on again and it showed a v-fib rhythm but the pt was awake and talking to them. The patient was transported awake by ambulance to a hospital.